Event description:
Customer reported that the reader does not sound alarms, only vibrates with the sound active at a maximum. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring third-party administration of oral glucose by a non-hcp for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the reader does not sound alarms, only vibrates with the sound active at a maximum. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring third-party administration of oral glucose by a non-hcp for treatment. There was no report of death or permanent impairment associated with this event.